Manufacturer narrative:
Batch review performed on 19 may 2021: lot 111383: (B)(4) items manufactured and released on (B)(6) 2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since (B)(6) batch review performed on 19 may 2021.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 6 years and 4 months after primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.